Event description:
A customer contacted beckman coulter regarding an erroneously low platelet (plt) result from a single patient sample that was generated by the coulter lh 750 instrument. A patient sample was tested for plt and a result of 426 x 10 to the power of 3 cells/ul was obtained. The result was accompanied by the instrument generated "giant platelets" message. The customer re-tested the original sample for plt and the repeated result was 310 x 10 to the power of 3 cells/ul with an abnormal histogram, but no flags were generated. The original sample was tested for plt on a different instrument in the customer's lab and a result of 406 x 10 to the power of 3 cells/ul was obtained. The result was printed with a "giant platelets" message. Per customer, a manual smear performed on this sample confirmed the original plt result. However, plt estimate count value was not provided. The erroneous result was not reported out of the lab. There was no change to patient treatment related to this event.

Manufacturer narrative:
The instrument is currently performing within qc specifications with respect to controls and reproducibility. The specimen was well mixed and tested within an house after collection. A field service engineer (fse) was not dispatched to the customer's lab as they stated the event is isolated to this patient. Based on raw data analysis: in the repeated run, a raw histogram was used to calculate the plt count, which lost some of the larger sized plt cells. As per product labeling, giant platelets is listed as a known interfering factor for this method. A malfunction will be assumed for the purpose of this report.